Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. It was reported the patient was not hospitalized for the event. On the same day as the event onset date, the patient was treated with vancomycin injection (ongoing, 1 gm, every fifth day, route was not reported), ceftazidime injection (ongoing, 1 gm, once a day, route not reported) and heparin injection (0.5 ml, intraperitoneal, ongoing, frequency and not reported) for the event. At the time of this report, the patient was recovering from the event and pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported that on an unknown date, pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis twice a week. Should additional relevant information become available, a supplemental report will be submitted.